Event description:
It was reported the gastrointestinal videoscope's borescope reveals foreign material in scope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11. Corrected fields: d9, g2, h4. This supplemental report is being submitted to provide the results of the device's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.